Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed and found to have no functional issues when installed on an in-house system. The unit was then installed on a test fixture where all the testing passed within specification. Based on the errors in the logs the axis controller setup (acu) printed circuit assembly (pca) was found to be consistent with the errors. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the acu pca on the psuj.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the or staff called in during setup to report repeated recoverable faults on arm 3. The technical support engineer (tse) viewed the system logs and noted errors pointing to the proximal set up joint (psuj). The tse walked the customer through a hard reboot of the robot, but this did not clear the error. The tse advised that they could swap out the robot with another one not in use, but all robots were currently being utilized. The tse then advised that they could disable the arm and continue with three arms. The or staff reached out to the surgeon, and they decided to disable the arm and continue the procedure using three arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: (B)(6) proximal set up joint (psuj) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.